Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned instrument confirmed the drill bit was fractured into two (2) pieces and showed signs of use (wear marks on the shaft, dulling on the tip and flutes). Dimensional analysis determined the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of eight (8) years and exhibited signs of repeated use, the root cause is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H6 - component code - proposed code is mechanical (g04) - drill. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the bone screw drill fractured into two pieces while drilling. No adverse events were reported as a result of this malfunction.